Event description:
It was reported that following a revision procedure in (B)(6) 2013, the patient had ¿problems with infections and problems with the battery site again.¿ no further information was provided at the time of initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).